Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and high impedance was observed on the lead. Lead was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Correction: please remove ¿adverse event¿ as the issue was noted during the implant procedure. Please remove ¿required intervention to prevent permanent impairment/damage¿ as the issue was noted during the implant procedure. 'Type of reportable event' should have been ¿malfunction¿ instead of ¿serious injury¿.

Event description:
New information received notes that the issue was noted during the implant procedure.